Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. The pt reported that they lost 38 pounds in 3 months and about 2 months ago they began to have difficulty locating their implanted neurostimulator (ins) to charge and the recharger antenna (rtm) would get hot, but didn't burn them. Pt noted the rtm relay box would make clicking sounds, which was normal. Patient service specialist (pss) helped the pt inspect the rtm plug and controller port, but no visible damage was detected. The issue was not resolved. Pss understood the pt's rtm would get hot due to them trying to charge their ins for long periods of time due to difficulty recharging the ins. Pss reviewed the weight loss could affect ins charging if the ins has shifted. Pt noted they had an appointment with their hcp on 12-sep-2022. The patient was redirected to their healthcare provider to further address the issue. No symptoms were reported. Additional information from the patient indicated that they got a new cord and controller which resolved the issue.

Manufacturer narrative:
Continuation of d10: concomitant product ID 97755 lot# serial# (B)(6) product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6), UDI#: (B)(4). This regulatory report is being submitted as part of a retrospective review as part of remediation plan 411 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.